Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 71171 with the incident lot was observed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes, fm was in the tube.

Manufacturer narrative:
Date received by manufacturer is corrected to 11/25/2016.